Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm determined that the removable power supply was the issue, not the portable charger. To address the issue the stm replaced the power supply and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the portable charger on the cardiosave intra-aortic balloon pump (iabp) was not functioning. It was later clarified that removable power supply was not working. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.